Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tip of the instrument 27026c broken during surgery and was subsequently removed from the patient's bladder. The duration of the surgical prolongation was between 15 and 60 minutes. No negative impact in state of health reported.